Event description:
The customer reported that the ortho provue analyzer interpreted several patient's test results as negative. Visual examination of the test results indicated that weak positive reactivity was noted in the gel card microtubes. Erroneous test results were not reported. The customer indicated that the results did not match historical test data and the results did not match testing performed using an alternate test method, preventing erroneous test results from being reported.

Manufacturer narrative:
A field engineer indicated that a visor, which blocks the gel from a source of light while in te reader area, was missing. The excess amount of light cast upon the gel card resulted in an incorrect image interpretation and false negative test results. The fe replaced the visor. Repairs have returned the analyzer to expected operation. This customer has not logged any similar incidents.